Manufacturer narrative:
Upon device return and inspection, it was observed that there were some white marks / spots in the catheter handle near to the flush port which is potential adhesive blooming. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Based on the product analysis and media inspection the ar code foreign material present in device was confirmed

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. However, upon opening the package, there was a white stain on the handle. Therefore, the catheter was replaced, and the issue was resolved. The procedure was completed without patient complications. The sterile seal was not damaged nor compromised. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. However, upon opening the package, there was a white stain on the handle. Therefore, the catheter was replaced, and the issue was resolved. The procedure was completed without patient complications. The sterile seal was not damaged nor compromised. The device is expected to be returned for laboratory analysis.